Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported right hip revision. Femoral head disassociated from trunnion. Trunnionosis contributed to revision.

Manufacturer narrative:
An event regarding disassociation involving an unknown stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated x-ray confirms disassociation of the head and stem. Additional records needed: clinical, past medical history, operative reports, serial x-rays. Conclusions: the provided medical information was submitted to a consulting clinician who indicated x-ray confirms disassociation of the head and stem. Additional records needed: clinical, past medical history, operative reports, serial x-rays are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Sales rep reported right hip revision. Femoral head disassociated from trunnion. Trunnionosis contributed to revision.